Manufacturer narrative:
Phone number not provided.

Event description:
The philips field service engineer (fse) while on site and working on this device found it had a problem that the device would not run on battery. There was no reported patient involvement.